Manufacturer narrative:
(B)(4). Hypotension may occur during carotid interventional procedures and it is an anticipated response of the human body to stimulus of the carotid bulb. Hypotension is listed in the instructions for use as a known potential adverse event associated with the use of the product. The reported prolonged hospitalization was in response to the patient symptoms. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that one day post implantation of two xact stents in the right internal carotid artery, hypotension occurred. A dopamine drip was administered prolonging hospitalization. The patient was discharged to home on (B)(6) 2010. At the time of discharge previous antihypertensive medications were held and the patient was taking oral pseudoephedrine for hypotension. Though requested no additional information was provided.